Event description:
Over 2 week period, 3 vortex brand ports required cath lab intervention to remove. Pts were scheduled for removal in or. All ports had been in place 2-3 yrs at the time of attempted removal. Two of the 3 ports broke during removal with all segments retrieved.